Event description:
It was reported that the device had an error code 41541. The event occurred during pre-test.

Manufacturer narrative:
Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was duplicated. It was found that the latch lock sensor was faulty. The latch lock sensor was replaced.